Manufacturer narrative:
Intuitive surgical inc. (Isi) received the illuminator for failure analysis investigation. The unit was analyzed and when reviewing on the remote fe, there was an error 48245 which means: the illuminator lamp failed to ignite. Upon visual inspection, the unit cover has discoloration and some of the screws were missing. Installed this unit on our pca si test system. Powered on showing the front led indicating a red light. The illuminate light did not ignite when the switch was turned on. Error 48245 portrayed just moments later. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the unit was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that error 48245 occurred, with no illumination. Error 48245 was pointing to a lamp module or illuminator issue. The intuitive tech support engineer (tse) guided the caller with reseating the lamp module and power cycling the system. The error returned. The tse advised using an external lightguide. The issue was resolved, and the customer resumed the procedure. There were no reports of patient injury. The issue was escalated to intuitive field service.